Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09016, 2017865-2020-09018. It was reported that the patient experienced persistent (B)(6) thought to be due to cellulitis. The implantable cardioverter-defibrillator was explanted. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.